Event description:
It was reported that during a lar procedure after firing the device, when the surgeon started the anastomosis, he saw that in other edge of the distal part was open. No pt consequence reported. Device will be returned.